Event description:
Boston scientific received info that this right atrial (ra) lead dislodged from its original implanted site. During the revision procedure the screw would not retract. A new ra lead was successfully placed. The physician noted that the pt has a large atrium and this may have caused the lead to dislodge. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. Visual inspection demonstrated that the lead's distal part was found partly pulled out from the ring electrode. Coagulated blood in the lumen of the lead was noted in this area. Based on the characteristics the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces. Traction forces during the surgery should be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.